Manufacturer narrative:
5/7/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, difficulties were experienced removing the device from the application site. The surgeon manipulated the device free without incident.